Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay was performing within specifications. A review of the data provided by the customer indicated late, minimal amplification for the targets in the alleged samples. Positive control growth curves and internal controls for samples, as well as positive and negative controls, were robust and sigmoidal, confirming proper assay performance. For sample (B)(6), the most likely cause of the discrepant hbv results was contamination due to suboptimal sample handling. For samples (B)(6), the most likely cause of the discrepant hiv results was non-specific amplification, which is typically non-reactive upon repeat testing. No trend was identified for the implicated lot. The device remained in operation at the customer site, and the customer was advised to ensure adherence to optimal workflow practices when handling reagents and samples.

Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The allegation involved three samples: 1. Sample ID (B)(6) tested on (B)(6) 2022 was reactive for hepatitis b virus (hbv) in batch 1486 with a cycle threshold (CT) value of 41.43 and non-reactive in batch 1488. 2. Sample ID (B)(6) tested on (B)(6) 2022 was reactive for human immunodeficiency virus (hiv) in batch 1436 with a CT value of 38.55 and non-reactive in batch 1438. 3. Sample ID (B)(6) tested on (B)(6) 2022 was reactive for hiv in batch 1450 with a CT value of 39.4 and non-reactive in batches 1458 and 1462. Serology testing for all three samples was non-reactive for all targets.